Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the up button on the insulin pump is unresponsive, and the buttons are worn down. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No belt clip received with unit. No unexpected button error alarms or running/ramping of numbers noted during testing. The insulin pump had an intermittent button response on the act and down arrow buttons due to corroded keypad traces noted. Worn/peeling keypad overlay noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.